Event description:
It was reported that due to an unspecified reason the patient had his artificial urinary sphincter (aus) explanted.

Event description:
It was reported that due to reoccurring incontinence and the device no longer working, the patient had his artificial urinary sphincter (aus) explanted after the device had been implanted for 18 years.